Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on 23-aug-2024 that the patient observed occlusion in the tubing which results into alarm. Duration of infusion set used was not more than 72 hours.the issue got resolved by replacing the infusion set and resumed insulin therapy. No further information available.